Manufacturer narrative:
Product event summary #(B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood. Lead returned with the helix was fully retracted. Helix was able to be extended and retracted within specifications.

Event description:
It was reported that during the implant procedure, the physician was unable to extend and retract and position the lead in the ventricle after multiple attempts. It was thought that there was tissue caught in the helix. The lead was removed and a new lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.